Event description:
This device is at eri indication and was replaced. It was indicated that this device had a lot of charges on it without shocks delivered. This could have caused the device to hit eri much faster than anticipated. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, which was triggered on (B)(6) 2017, about 20 months after explant of the device. A number of 31 charging cycles was documented. The incoming inspection showed that the ICD was programmed with a pacing output of 6.0v@1.5ms in the rv channel. This represents a high current program, contributing to a faster depletion of the battery. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however, the charging was aborted, indicating a depleted battery. In conclusion, there was no indication of an ICD malfunction. The battery status eos was anticipated. Based on the analysis, the ICD was fully functional while implanted and in service.